Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -18.0/3.5/110 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023 lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a longer length lens and the problem resolved. Cause of event is unknown.

Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Manufacturer narrative:
H6: device evaluation: lens was returned in liquid, in microcentrifuge vial. Visual inspection found one of the haptics broken. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
B5 - on an uclear date the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. Claim # (B)(4).